Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("organ perforation") and pelvic pain ("pelvic pain") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of multigravida, elective abortion (3 voluntary terminations of pregnancy), miscarriage (4 abortions), fibula fracture (surgeries), parity 2 (2 deliveries), hypercholesterolemia and tibia fracture (surgeries). In 2008, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding") and allergy to metals ("the patient had allergy tests that tested positive for nickel sulphate,"). The patient was treated with surgery (right adnexectomy and left salpingectomy with the total removal of the essure device via laparoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, fallopian tube perforation, genital haemorrhage, pelvic pain and swelling to be related to essure administration. The reporter commented: a hysteroscopy from (B)(6) 2011: left appears well, right is uncertain. Hysterosalpingography on (B)(6) 2011: permeable right tube with no signs of essure. Essure since 2008. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2011: permeable right tube with no signs of essure. [Ultrasound scan] in (B)(6) 2011: anteverted normal uterus. Hysterometry 67 x 46 mm. Homogeneous endometrium measuring 8 mm. Right adnexa: with a cystic formation with echogenicity and regular margins, without membranes or papillae, negative coloured mapping, measuring 55 x 34 mm. Left adnexa: normal. Ultrasound diagnosis: cystic formation in right ovary measuring 55 mm. According to ultrasound score. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("organ perforation") and pelvic pain ("pelvic pain") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of multigravida, elective abortion (3 voluntary terminations of pregnancy), miscarriage (4 abortions), fibula fracture (surgeries), parity 2 (2 deliveries), hypercholesterolemia and tibia fracture (surgeries). In 2008, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding") and allergy to metals ("the patient had allergy tests that tested positive for nickel sulphate,"). The patient was treated with surgery (right adnexectomy and left salpingectomy with the total removal of the essure device via laparoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, fallopian tube perforation, genital haemorrhage, pelvic pain and swelling to be related to essure administration. The reporter commented: a hysteroscopy from (B)(6) 2011: left appears well, right is uncertain. Hysterosalpingography on (B)(6) 2011: permeable right tube with no signs of essure. Essure since 2008. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2011: permeable right tube with no signs of essure [ultrasound scan] in (B)(6) 2011: anteverted normal uterus.hysterometry 67 x 46 mm. Homogeneous endometrium measuring 8 mm. Right adnexa: with a cystic formation with echogenicity and regular margins, without membranes or papillae, negative coloured mapping, measuring 55 x 34 mm. Left adnexa: normal. Ultrasound diagnosis: cystic formation in right ovary measuring 55 mm. According to ultrasound score. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Organ perforation [fallopian tube perforation]. Pelvic pain [pelvic pain female]. Swelling [swelling nos]. Excessive bleeding [bleeding genital]. The patient had allergy tests that tested positive for nickel sulphate, [nickel allergy]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("organ perforation") and pelvic pain ("pelvic pain") in a 48-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of multigravida, elective abortion (3 voluntary terminations of pregnancy), miscarriage (4 abortions), fibula fracture (surgeries), parity 2 (2 deliveries), hypercholesterolemia and tibia fracture (surgeries). In 2008, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding") and allergy to metals ("the patient had allergy tests that tested positive for nickel sulphate,"). The patient was treated with surgery (right adnexectomy and left salpingectomy with the total removal of the essure device via laparoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, fallopian tube perforation, genital haemorrhage, pelvic pain and swelling to be related to essure administration. The reporter commented: a hysteroscopy from (B)(6) 2011: left appears well, right is uncertain. Hysterosalpingography on august 2011: permeable right tube with no signs of essure. Essure since 2008. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in august 2011: permeable right tube with no signs of essure [ultrasound scan] in august 2011: anteverted normal uterus.hysterometry 67 x 46 mm. Homogeneous endometrium measuring 8 mm. Right adnexa: with a cystic formation with echogenicity and regular margins, without membranes or papillae, negative coloured mapping, measuring 55 x 34 mm. Left adnexa: normal. Ultrasound diagnosis: cystic formation in right ovary measuring 55 mm. According to ultrasound score. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-may-2025: upon receipt of new follow up it was identified that argus case (B)(4) & (B)(4) are duplicate of each other. Therefore, argus case (B)(4) needs to nullify from argus database. All events, references, source documents & relevant information were transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.